Event description:
The customer reported that when using an argon plasma coagulation unit ¿apu-300¿, the patient experienced a rectal burn. The device was turned on and there were no failure or error messages displayed at that time. The event occurred during the therapeutic procedure (colonoscopy with polyps removal). The settings for the esg were 120 and 4. A non-olympus hot snare was used during the procedure. The procedure was completed with the same device. The patient was hospitalized for several days post-procedure due to acute abdominal pain and rectal bleeding with nausea and vomiting. CT scan showed some inflammatory colitis with mural edema suggesting proctitis secondary to colonoscopy with two polypectomies ¿ a large polyp in the rectum and small polyp in sigmoid. A flexible sigmoidoscopy was performed revealing a 2 x 2.5 cm ulcer 4 cm from the dentate line and proctitis. The patient subsequentially went into septic shock and was admitted to the ICU on vasopressors. The patient eventually was discharged home and was to follow-up with his pcp, gastroenterology, and infectious disease.